Manufacturer narrative:
Note reporter of event was from the united states but the event occurred hungary. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue, root cause is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Account: sanofi aventis. Sanofi complaint ref#: (B)(4). Event description: needle (partially) blocked. Note: this request is received from hungary.